Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/31/2015 with the following findings: investigation revealed that the bolus button was completely missing and that there was contamination in the bolus button area. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination in the area of the bolus button and the bolus button was missing. This report is made based on results of investigation completed on 12/31/2015.